Event description:
It was reported that the 9800 system had a blank left monitor and the right monitor was blurry. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Both the monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.